Event description:
The company was recently notified about an adverse event that occurred during a procedure utilizing the xvision system. The case report did not show that an adverse event occurred at the time, or that there was a malfunction with the xvision system. The company does not have any information showing that the xvision system was a factor in the adverse event.